Event description:
The customer noted that her blood glucose levels were going high (>400). Upon removal of the pod, she noted that apparently the needle mechanism had not actuated. She replaced the device and reported no further issues. The device is being returned to the manufacturer for evaluation.

Manufacturer narrative:
The returned device was evaluated for the reported problem. It was confirmed that the needle mechanism did not deploy and fully extendd the cannula into the subcutaneous tissue. This was due to a manufacturing defect. It appears that the patient failed to follow the device instructions for use. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.